Event description:
2002 facility states that when they presses the hilow down switch from the lh or rh siderail the bed will have an unintentional movement down after facility has let go off the switch. No injuries reported.